Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for oil gel globules with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of oil gel globules was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes contained oil gel globules. The following information was provided by the initial reporter: "recently, the yellow tubes of the hospital frequently appeared floating oil drops in the upper layer of serum after centrifugation, which caused the needle of the inspection instrument to be blocked. The instrument was a roche assembly line. The department thought that the quality of the products was defective. The equipment department also attaches great importance to the complaints of the inspection department and hopes that we can find out the cause and solve the problem. And requested to replace the yellow tube that had problems, and is currently in further communication. Preliminary investigation of the outpatient blood collection and physical examination blood collection center of the hospital, fully air-conditioned, without strong light exposure. Closed management in the laboratory, using low-temperature centrifuges. Distributors provide the entire cold chain."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes contained oil gel globules. The following information was provided by the initial reporter: "recently, the yellow tubes of the hospital frequently appeared floating oil drops in the upper layer of serum after centrifugation, which caused the needle of the inspection instrument to be blocked. The instrument was a roche assembly line. The department thought that the quality of the products was defective. The equipment department also attaches great importance to the complaints of the inspection department and hopes that we can find out the cause and solve the problem. And requested to replace the yellow tube that had problems, and is currently in further communication. Preliminary investigation of the outpatient blood collection and physical examination blood collection center of the hospital, fully air-conditioned, without strong light exposure. Closed management in the laboratory, using low-temperature centrifuges. Distributors provide the entire cold chain."